Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy with lysis of adhesions and enterolysis, vaginal mesh excision with closure and cystoscopy on (B)(6) 2013, due to pelvic pain, dyspareunia, vaginal mesh exposure and pelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a cystocele, a rectocele, and a prolapsed vaginal cuff. The patient underwent the concurrent procedures of an anterior repair with xenform graft, a sacrospinous suspension, cystoscopy, and posterior repair with mesh during mesh implantation. It was reported that following insertion the patient developed stress urinary incontinence, painful intercourse, frequency, vaginal mesh erosion, overactive bladder, vaginal pain, recurrent urinary tract infections, vaginal dryness, pelvic phlebaliths?(unclear if phlebitis), vaginal bleeding, elevated white blood cell count, post op hemorrhage and hematoma, severe post-op infection, pelvic pain, bladder pain, vaginal scarring, granulation tissue that required excision, dyspareunia, and sloughing of the anterior vaginal mucosa. It was reported that the patient underwent excision of the anterior portion of the mesh on (B)(6) 2008. It was also reported that the patient underwent further excision of the anterior portion of the mesh on (B)(6) 2008 due to mesh erosion through vaginal wall. (B)(4) - dyspareunia; overactive bladder; vaginal dryness; pelvic phlebaliths; elevated white blood cell count; granulation tissue; sloughing of the anterior vaginal mucosa.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent an anterior/posterior repair with xenoform graft, posterior repair with a mesh graft and cystoscopy to treat cystocele rectocele prolapsed vaginal cuff. It was reported the patient who is s/p underwent surgery on (B)(6) 2007, and was readmitted to the hospital on (B)(6) 2007 due to severe nausea and fever, urinary tract infection , elevated wbc, and the patient was treated with antibiotics. It was reported that during (B)(6) 2008 until (B)(6) 2009 the patient experienced mild stress incontinence, granulation tissue, exposed sutures and exposed mesh. No additional information is provided at this time. (B)(4) - mesh exposure.